Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: part # 03.037.030 lot # 4l85269 manufacturing site: werk hagendorf release to warehouse date : 19 july 2019 expiration date:n/a supplier: n/a a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Photos were provided for review. The photographs attached were reviewed, however they do not represent the reported complaint. Therefore, the photo investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Visual inspection: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the helical blade/screw extractor was broken, fragment was not received. No other issues were identified. A dimensional inspection for the helical blade/screw extractor was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the helical blade/screw extractor would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the helical blade needed extracting during case due to long length implant. The extractor threads broke off when trying to disengage equipment from the helical blade after being explanted from patient. There was no surgical delay. There were no patient outcome. Also no fragments were generated. Upon manufacturers investigation it was determined that the device was broken. This report involves one (1) helical blade/screw extractor. This is report 2 of 2 for (B)(4).